Event description:
It was reported that during stenting of the proximal sfa, the delivery system with the vascular stent still loaded became blocked and the vascular stent could not be deployed. Reportedly, the incident did not affect the patient. The delivery system with stent within was removed with ease and another vascular stent of the same brand was successfully deployed in the sfa. No patient injury was reported.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Manufacturer narrative:
Based on the lot history review the used product complied with all manufacturing specifications leading to final device release. In reviewing manufacturing and quality records, no relevant manufacturing process changes were implemented that could have led to the event reported. No manufacturing anomalies or deviations, which may have caused or contributed to the event reported, have been identified: based on the evaluation of the images provided it is confirmed that the deployment mechanism was actively used and that the stent could not be deployed. Based on the event description it is concluded that a high deployment force was present during attempt to deploy the stent. Potential factors that could have led or contributed to a high deployment force and subsequent deployment failure have been evaluated. Therefore, previous investigations of similar complaints have been reviewed. This kind of event may be related to a difficult anatomy as highly tortuous and calcified vessels may lead to increased friction and subsequent release force increase. In this case the tracking path was calcified. Based on the information available a definite root cause for the reported event could not be identified. In reviewing the labeling supplied with this product the reported issue was found addressed. The IFU states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit'. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.